Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash since 4 days under front te-pad, reddened, pustules, itchy, no allergies known, has very sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cortison ointment for the skin irritation. Follow up indicated that the skin irritation improved.